Manufacturer narrative:
Analysis was normal. No device problem found.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference numbers: 2017865-2020-12549, 2017865-2020-12551. It was reported on device return paperwork there was an infection. The system was explanted. The patient condition and symptoms were unknown.